Event description:
Kleppinger activated by accidently pushing on footpedal causing a minor burn above the urethra on patient. No one present saw the footpedal being activated. All equipment checked out to be working as it should.